Event description:
It was reported that pump battery did not charge even when customer used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by switching to different charging cable, after which pump began charging, and technical support advised against ongoing use of non-tandem supplies and arranged replacement charging supplies, with no further assistance required.